Event description:
It was reported by the rep that the device was used during a laparoscopic hiatal hernia repair. It was reported the surgeon used a 35ol for device exchange. The surgeon used it for approximately one hour and it began leaking due to split gasket. Replaced it to finish the case. There was no consequence to the pt.